Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the stapler would not fire. Handle and the staple load were removed from field and replaced. There was no patient injury.